Manufacturer narrative:
Failure analysis: inspected 1 opened/used sensor and found sensor cannula damaged (wrinkled) unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 400 mg/dl yesterday and treated by pump, customer¿s current blood glucose is 115 mg/dl. The customer stated that the sensor cannula was bent. Customer declined to troubleshooting. The insulin pump will not be returned for analysis.